Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "did not cut or seal" could not be confirmed. A lot history record review could not be completed for the product since the lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system did not cut or seal. A new kit was used to complete the procedure. There were no pt effects. The correct lot number could not be obtained. The product was returned.